Event description:
Boston scientific received information that the patient presented to emergency room this morning after having a syncopal episode when driving. Upon interrogation the device was found to have reached end of life (eol) three months earlier. The device was pacing at vvi 50, however there were some wide complex rhythm on monitor. Boston scientific technical services (ts) was consulted and stated that electrogram (egm) storage is no longer available after elective replacement time (ert). It was noted that the patient was lost to follow-up. The device was explanted and a new device was successfully implanted.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Additional information was received that the device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.